Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient said that ins is not lasting as long as it should in between charging. They said this started in the last couple of weeks. They said they met with a manufacturer representative (rep) for programming 4-5 weeks ago and were told the ins should last a week or week and a half but it isn't. Pt said they last charged saturday but went to look at ins status today and it says ins already needs to be charged. Pt says they have tried all available groups but none of them fix the charge frequency issue. They said at first they could go 5 days in between charging, then it went down to 4 days and now its 3 days. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.